Manufacturer narrative:
The reported complaint of "the band mechanism of the autopulse platform (sn (B)(4)intermittently does not retract upon power up" was confirmed during the archive review and load cell characterization test. During the archive review, multiple (ua) 07 (discrepancy between load 1 and load 2 too large) error messages were observed due to a defective load cell. The root cause is of the reported complaint is related to the defective single point load cell module 2, likely due to mishandling, such as drop. During visual inspection, unrelated to the reported complaint, the front cover had a crack in the front-end area, the bottom cover had multiple cracks in the screw well area, and top cover had a crack near the load plate cover area. The observed physical damage appeared to be the characteristic of user mishandling. The metalized coating of the top cover was also corroded, due to fluid ingress. The front, bottom, and top cover were replaced to address the issue. Also unrelated to the reported complaint, the lcd display was missing pixels. The lcd was replaced to address the observed issue. The probable root cause for the observed lcd issue could be normal wear and tear, or mishandling, such as drop, as indicated by the broken covers observed during visual inspection. The autopulse platform was manufactured in 2008 and is more than 14 years old, past the expected service life of 5 years. Upon review of the archive data, multiple (ua) 07 error messages were observed on the event date, related to the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The autopulse platform passed the initial functional testing without any fault or error. Load cell characterization result indicated single point load cell module 2 was defective (over-reporting), affecting the linearity of the two load cells installed in the autopulse platform. The root cause of the customer reported the band mechanism of the autopulse platform (sn 21534) intermittently does not retract upon power up related to the single point load cell module 2 being defective. Load cell module 2 was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
The customer reported the band mechanism of the autopulse platform (sn (B)(4)intermittently does not retract upon power up. The lifeband (lot #unknown) will only retract about once every 4-5 times. The lifeband was tested with other platforms and the same issue was observed. The platform was tested with different lifebands but the issue persisted. Upon follow up, the customer reported the malfunction occurred during a patient event. Manual CPR was performed and the patient was transported to the hospital. No impact or consequence to the patient. Please see the following related MFR report: MFR # (B)(4) for the lifeband.